Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor patient reported that they have been admitted to the hospital since sunday due to excruciating pain in her lower back and that the pain was so bad that she had fallen on the floor and could not get off the floor and could not walk due to the pain. No further complications were noted or anticipated client has a medical history of cancer that has spread to the top of their colon.